Event description:
It was reported that a patient's generator is at lower battery status, and seizure frequency has increased. The physician stated it is possible this is from "low vns battery". The patient's generator was explanted and replaced due to prophylactic reason "green 11-25%". The patient's explanted generator has not been received into analysis to date. No additional relevant information has been received to date.

Event description:
Clinic notes were received that indicated the increased seizures were resolved once battery replacement occurred. No other relevant information has been received to date.

Event description:
The patient's explanted generator was received into analysis. Generator analysis was completed proper functionality of the generator in its ability to provide programmed output currents was successfully verified in product analysis (pa) lab. The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. No additional relevant information has been received to date.